Manufacturer narrative:
Based on the information provided, it does not appear that the revision was due to any device related failure. Issue appears to be related to surgeon's size selection.

Event description:
A patient underwent cementless bipolar surgery on (B)(6) 2016. The surgeon noted subsidence in a post-op visit and decided to continue to monitor. On (B)(6) 2017, the patient was revised with a bipolar stem from a different manufacturer. The surgeon suspected the subsidence was caused by selecting a stem size that was too small.